Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01051. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic colonoscopy under sedation, the colono videoscope experienced angulation tightness and stiffness which resulted in a procedural delay of greater than 30 minutes. The procedure was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: h2 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus and underwent a visual inspection and functional tests. The customer¿s allegation was not confirmed. Based on the investigation, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.